Event description:
Customer reported a negative antibody screen on a patient sample containing anti-e when tested on galileo. The customer reported visually that the reactions looked reactive.

Manufacturer narrative:
An automatic camera adjustment was done. Asked customer to repeat the sample; customer reran the sample and still got a negative result. A service call was made. The camera module was replaced. Ran qc_assay, 2_cell, screen and aborh with one patient sample with acceptable results. The instrument was returned to customer use.